Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2023-06394 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a bile leak during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure performed on (B)(6) 2023. During the procedure, the axios stent (the subject of MFR. Report # 3005099803-2023-06394) was deployed; however, the stent moved out of its position due to the scope. The stent was removed using forceps and another axios stent (the subject of this report) was attempted to be deployed; however, the stent was unable to be deployed. The stent was removed from the patient partially deployed. The procedure was completed using a third axios stent and the puncture site was closed using a non-boston scientific device. There were no patient complications as a result of this event. Note: it was reported that the axios stent was placed during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed during an edge procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.